Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported a blood glucose level in the 400s mg/dl. Reportedly, the customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.

Manufacturer narrative:
Customer provided additional information regarding the issue. Customer was not hospitalized but did visit the emergency room with a bg of 390 mg/dl where they were treated intravenously with saline. Customer left the ER 4-5 hours later in stable condition with the issue resolved and no permanent damage. Add 4614, 1905 remove 4607, 4580